Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming. The key failure is the sieve is saturated. As stated on the repair statement additional malfunction on this device: power (on/off) switch has no audible alarm.